Event description:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: ¿runaway.¿ no harm to any person has been reported. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
The event occurred in turkey. It was reported that the hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. A getinge field service technician was onsite for investigation of the device. The technician troubleshooted the device and could find a defective optical tacho board. After replacement of the tacho board the device works to factory specification. Thus the reported failure could be confirmed. The replaced part was not available for further investigation at the manufacturer site. According to the service manual heart-lung machine hl 20 in chapter 6.11.6 adjustment of tpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. However the error message "runaway" can be linked to the following most possible root causes according to the hl 20 risk management file: -failure of pump control board. -defective/ dirty tacho, relay or pump belt. The device in question was manufactured on 2015-08-05. The review of the non-conformities during the period of 2015-08-05 to 2022-06-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Ref# (B)(4).